Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with system controller, serial number (B)(6), was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Provided information indicated that the patient's system controller was unable to communicate with multiple power modules and system monitors, even after trying multiple power module cables. Despite these issues, the system controller functions worked as expected. Additional information stated that log files were unable to be obtained due to the controller not connecting to the system monitor to transmit data. The plan was to wait to exchange the patient's system controller until the patient had a therapeutic international normalized ratio (inr). At this time, (B)(6) remains in use and is not available for evaluation. A root cause for the communication issue was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" explain how to properly interpret and troubleshoot all alarms. Section 8 of the IFU, ¿equipment storage and care¿ and section 6 of the patient handbook, ¿caring for the equipment¿ explain how to properly take care/prevent damage and maintain the integrity of the equipment. In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was unable to communicate with multiple power modules and monitors. This was the 3rd primary system controller the patient had been on since (B)(6) 2025. All system controllers were unable to connect to monitors, but all system controller functions worked as expected. The site had tried multiple power module cables, power modules and monitors for each occurrence. The patient's low international normalized ratio (inr) was too low for a system controller exchange. The system controller exchange was planned to be performed when the patient had a therapeutic inr.